Event description:
The patient underwent full revision surgery and it was discovered that the lead was not on the vagus nerve. The new lead was properly placed. The explanted lead was discarded by the hospital.

Event description:
There was no trauma or manipulation of the lead.

Event description:
It was reported that low impedance was seen during a generator replacement surgery when the new generator was attached to the lead. The previous generator was unable to be interrogated due to battery depletion. New generator was tested and this was within functional limits. No known surgical intervention has occurred to date. No other relevant information has been received to date.